Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The device was checked and confirmed that the screen freeze and there was no function. It was recommended to replace the main board. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that mx450 hanged on 2 occasions. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The analysis of the device was performed onsite by the field service engineer (fse). The fse stated that the monitor was freezing and needed a mainboard replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the main board. The issue was resolved by replacing the main board, and the device was returned operational.